Manufacturer narrative:
(B)(4). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a paclitaxel set was punctured after the blue slide clamp was inserted into the sigma pump leading to a leak; further described by the nurse as ¿approximately 2 to 3 ml spurted out from the tubing hole, where the blue clamp was¿. To resolve the issue, the tubing was clamped to contain the chemotherapy medication. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.